Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. It is possible the user inserted/withdrew the scope operating suction or inserted/withdrew the scope immediately after applying suction. However, the root cause could not be specified. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use: examples of inappropriate handling" olympus will continue to monitor field performance for this device.

Event description:
The evis lucera elite colonovideoscope was received at an olympus service center for evaluation with a report that the angulation was loose and blocked. The issue was found during maintenance. There was no patient or user injury reported due to the event. During inspection and testing, a white brush like material was found blocking and protruding from the air/water nozzle. This report is being submitted for the malfunction [foreign material] found during the device evaluation.

Manufacturer narrative:
During the device evaluation, the following issues were found: (a.) Light cover glasses were chipped, (b.) Light cover glasses adhesive was worn, (c.) Optical cover glass adhesive was worn, (d.) The distal end adhesive failed and was worn, (e.) The control body showed aspiration in the housing failed colored ring was worn, (f.) The control body, air/water housing failed, and the colored ring was worn, (g.) The up/down/left/right angle failed and was not within specification, (h.) The up/down/left/right angle play failed, (I.) The air channel volume failed and blockage was evident, (j.) The water flow failed and was not within specification, (k.) The water removal was not within specification, (l.) The water channel volume fail blockage evident, (m.) And the electrical safety test failed, and was not within specification. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.